Manufacturer narrative:
The investigation has been completed for the reported issue of low pump flow. The device was returned for evaluation and confirmed low pump flow. The root cause of the low pump flow was determined to be biomaterial. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. During support, the impella had continuous suction alarms. The physician decided to pull out the impella and place a new sheath to maintain artery access for a coronary artery grafting bypass. The procedure was completed successfully and the patient survived the procedure.